Event description:
Boston scientific crm received information that this during a device replacement procedure for normal battery depletion, the leads were removed with some difficulty as they were stuck in the header. The set screws were tried multiple times with no luck, so battery operated cautery was used to burn the back end off from the device. The leads were pushed out of the device using forceps. This device was returned with the removed header for analysis.

Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, visual inspection of the pacemaker revealed that the device header was damaged. All setscrews moved freely and operated normally. Body fluid contamination was noted in the distal connector blocks. A post decontamination microscopic visual inspection noted that the header was loose but still intact. To complete detailed analysis, the header was separated from the device casing and a cut was made behind the proximal connector blocks to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in the atrial inner seal ring accounting for the difficulty experienced in removing the lead from the device header. There was no evidence of silicone bonding in the ventricular inner seal rings.